Event description:
It was reported one of the pt's ((B)(6)) leads was no longer working. Prior to the occurrence, the pt reportedly exercised daily on a stationary bike. Surgical intervention was undertaken to address this matter. During the procedure, the lead in question was observed to be kinked and broken. The lead was replaced. No further issues have been reported following the procedure.

Manufacturer narrative:
Eval results - the complaint of "lead broken/fractured" was confirmed. The lead was returned kinked with all wires broken 4cm distal to the stimulation end. This damage was consistent with repetitive overstress the lead was subjected to while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.